Manufacturer narrative:
B3 event date is unknown. See b5 narrative for context surrounding date of event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider regarding a patient (pt) with an implantable neurostimulator (ins). Hcp e-mails reporting they have a pt with a spinal cord stimulator (scs), and the battery is dead, and it was confirmed as off and safe to proceed with an MRI from the surgeon's office who placed it. Hcp reports the patient is going to get this revised later in the fall. Hcp inquiring about MRI eligibility. Patient and technical services (pats) e-mailed back explaining MRI eligibility verification process with attached MRI eligibility guidelines. No patient symptoms were reported.